Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during review of the device history records. The clinical review revealed that based on the provided information, it cannot be said, where the reported issues are originating. The root cause could not be identified conclusively.. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported trace reticular haze centrally post laser assisted inlay procedure in the left eye. Patient complains that distance vision is still blurry. Near vision is also blurry and uses over the readers to see up close work. Patient currently using a topical soft steroid and preservative free artificial tears. Dry eyes and corneal haze were discussed with the patient. Patient is to increase artificial tears usage. Patient was prescribed cyclosporine ophthalmic emulsion and was told to continue to take omega 3 fish oil and soft topical steroid.